Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where a leakage from the air vent during infusion was reported. There was patient involvement, but no adverse event/patient harm, and no delay in critical therapy. The therapy resumed without any further problems after replacement.